Event description:
This is the second of three reports for the same pt. It was reported that the device construct dismantled. A revision surgery was performed and the set screws were replaced. The device construct dismantled again. A second revision surgery was performed and the set screws were replaced. Approximately 3 months after the initial surgery, a third revision surgery was performed to replace the entire device construct.